Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a home patient (hp) coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the hp died due to problems with breathing, problems with heart, peritonitis, and cardiac failure (onset and treatment not reported). The hp's medications caused problems with breathing and her heart. Follow-up was performed with the hp's registered nurse (rn) on (B)(6) 2012. Per the rn, the hp passed away from cardiac issues, not from any issues related to the peritonitis. According to the rn, the hp was initially started on vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip), after an effluent culture was performed (unknown date). After the culture results came back, the doctor discontinued the vancomycin and started the hp on ceftazidime (dose, frequency and lot number not reported), ip. The rn stated that the hp acquired peritonitis by experiencing a breach in aseptic technique. Per the rn, the hp reported that the whole family was sick and the hp had a baby sleeping on her chest. The catheter was unexpectedly pulled on and the hp started bleeding. The hp touched the area with unclean hands and was not wearing a mask. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained on proper aseptic technique. The peritonitis was resolving at the time of death. Dianeal therapy was ongoing until the time of death. The family refused an autopsy; therefore, one will not be performed. No additional information is available.